Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014; including multiple prior abdominal surgeries were not provided. On (B)(6) 2014 (B)(6) hospital. (B)(6), md. Operative report. Pre/postop: partial small bowel obstruction. Giant ventral incisional incarcerated hernia. Incarcerated umbilical hernia. Morbid obesity. Pulmonary fibrosis. Coronary artery disease. Asst: (B)(6), md. (B)(6) , rnfa. Procedure: exploratory laparotomy. Repair of large ventral incarcerated incisional hernia. Repair of incarcerated umbilical hernia. Anesthesia: general. Estimated blood loss: 100 cc¿s. Indications: the patient is a 65 year old white female who presents to the hospital with evidence of nausea, vomiting, abdominal distention. We have evaluated her and identified that she has a partial small bowel obstruction either primary from adhesions as she has had multiple abdominal surgeries or from incarcerated ventral incisional and incarcerated umbilical hernias. One of these contains a richter's type hernia. We have been treating her first conservatively getting cardiac and pulmonary clearance for surgery as she has also had chest pains while in the hospital. She continued monday showing signs of a partial small bowel obstruction with nausea and vomiting with clamping of the ng tube, abdominal distention, abnormal abdominal x-rays and I recommended to her an exploratory laparotomy today and repair of incarcerated large ventral incisional hernia as well as incarcerated umbilical hernia. I had met with the patient and her husband. I had discussed the risk of myocardial infarction, pneumonia, deep venous thrombosis, pulmonary emboli, bleeding requiring transfusion. I have discussed the risks of death, myocardial infarction, pneumonia, deep venous thrombosis, pulmonary emboli, bleeding requiring transfusion. I discussed wound infections, mesh infections, g.I. Fistulas, non-surgical alternatives, length of recovery and consent was obtained. She had pre-operative cardiac and medical clearance and was deemed a high risk procedure. Both the patient and her husband were fully informed of this. Procedure: ¿the patient was taken to the operating room and prepped and draped in the supine position, underwent general anesthesia, was given pre-operative antibiotics and was given 5000 units of subq heparin pre-operatively. An upper abdominal incision was made below, around and just below the xiphoid process. She had multiple ventral¿ [record cuts off]. [Missing records: complete operative report not provided, missing pages 2 and 3.] On (B)(6) 2014 [date and facility assigned] (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 10985054. W.l. Gore & associates. [This was a sticker on a paper; ¿sent by hospital mesh used information¿ handwritten on paper.] The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/10985054) was implanted during the procedure. On (B)(6) 2017 (B)(6) hospital. (B)(6), md. Operative report. Pre-op: infected gore-tex dual abdominal wall mesh. Copd. Post-op: infected gore-tex dual abdominal wall mesh. Copd. Coloabdominal wall fistula. Asst: (B)(6), md. (B)(6), c.s.a. Procedure: exploratory laparotomy. Explantation of infected gore-tex dual mesh. Extensive lysis of adhesions. Right hemicolectomy with ileocolonic anastomosis. Partial omentectomy. Repair of incisional hernia. Intraoperative placement of wound vac. Anesthesia: general. Estimated blood loss: 250 ccs. Indications: patient is a 68 year old white female who has a complicated surgical history of undergoing an exploratory laparotomy, small bowel resection and placement of gore-tex dual mesh approximately three years ago. The hospitalization was complicated with pulmonary failure ultimately requiring a tracheostomy and a prolonged ventilatory support. She presented to the ER a couple of days ago with complaints of fever. A CT scan of the abdomen and pelvis was performed which was consistent with infected gore-tex mesh. A large air collection was noted within the peri-graft. She was not toxic. She was started on antibiotics. I met with her extensively and discussed with her the risks and benefits of the above mentioned procedure including the risk of general anesthetic, intraoperative, post-operative bleeding, as well as the high risk of pulmonary complications requiring intubation and possible tracheostomy. She expressed understanding of the procedure, had no further questions and informed consent was obtained. Procedure: ¿the patient was taken to the operating room at dch. She had a foley catheter placed and time-out was performed. General endotracheal anesthesia was induced. She had pneumatic compression boots placed. At that point a midline incision was made around the umbilicus and carried superiorly. I carried it down through the skin and subcutaneous tissue. I was able to identify the mesh. Underneath the mesh around the mesh there was infected fluid. Underneath the mesh there was a nice fibrin sheath. I began dissecting and removing the mesh away. However, at that point I noticed that superior to where I had done any dissection there was feculent material draining through the fibrous rind on the inferior aspect of the abdominal wall. I extended my incision superiorly so that the mesh could be completely removed. At that point it was clear that there was a colonic fistula to this area. At that point I began opening up and carefully dissecting away any bowel and any intraperitoneal contents from the abdominal wall. I was able to open up the fibrin sheath and essentially I discovered a transverse colon which was densely plastered to this fibrin sheath and this is where the colon had eroded into it and developed a fistula. I was able to dissect this free. I placed a bowel clamp across the opening. I then did an extensive lysis of adhesions dissecting multiple loops of small bowel as well as the colon was freed up. At that point after dissecting everything free I did not think the patient would tolerate a colostomy well given her previous abdominal wall history and she would not be able to tolerate a repeat operation to takedown her colostomy. Therefore I felt the best option would be to perform a right hemicolectomy. Therefore I mobilized the right colon. Interestingly, near her right colon at the ileocolonic artery there was a hard mass that was felt to be most likely retromesenteric fibrosis or fat necrosis but I could not rule out a carcinoid. Therefore an incisional biopsy was performed which came back benign. Therefore I mobilized the right colon and hepatic colonic ligaments from the right hepatic flexure. These were all taken down using the ligasure. I stapled across the transverse colon. There was a great pulse within the remaining mesenteric and middle colic artery. I stapled the terminal ileum and took down the mesentery using the ligasure and below where this hard mass was it was transected using a kelly clamp and tied off using an 0 silk tie. At that point a side-to-side functional end-to-end anastomosis was performed using a gia 7s stapler and completed using a ta 60. I then oversewed the staple line. I then closed the mesenteric defect using multiple 2-0 silk sutures. Sutures were used to take off tension from the staple line. At that point there was an area of omentum that was stuck to the left anterior abdominal wall that obviously would become necrotic. This was dissected free and removed using the ligasure. At that point the abdomen was irrigated out. The ng tube was located within the stomach. I ran the small bowel and there were no signs of any bowel injury or enterotomies. At that point using #2 nylon sutures three retention sutures were placed. I then closed the fascia using #1 pds sutures to close the incisional hernia. I had freed up the fascia so that it could come back together without tension. At that point a wound vac was applied and the retention sutures were tied down. All sponge, instrument and needle counts were correct x 2 and she was taken from the operating room table to the recovery room in stable condition.¿ [missing records: records for the CT scan ¿consistent with infected gore-tex mesh¿ was not provided.] On (B)(6) 2017 [missing records: a pathology report detailing analysis of the device removed during the 2017 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: [missing records: records for CT showing ¿enlarging seroma around her mesh¿ were not provided.] (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Follow up flank pain. Seen yesterday in emergency department. Had perinephric stranding on CT scan and 11-15 wbc in urine. Has nausea, vomiting. Feels awful. Also has 22 cm seroma behind mesh in her abdomen from surgery in 2014. Surgical history: abdominal hysterectomy, bilateral oophorectomy. Exam: abdomen: tenderness, left flank. Impression/plan: acute pyelonephritis. Rocephin [antibiotic]. Postoperative seroma. Recommend follow up with dr. (B)(6). (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Abdominal pain left lower quadrant. Seen in emergency room for abdominal pain. CT (B)(6) 2017 showed a large seroma, no intra-abdominal pathology, enlarging seroma around mesh. Had a cord [sic] dual mesh placed in 2014 emergently. Had a bowel obstruction that was treated and multiple large ventral hernias. Had a prolonged hospitalization related to pulmonary status requiring a tracheostomy. Nearly didn¿t recover from that surgery due to comorbid conditions. Weight 236.7 lbs, bmi 39.39. Impression/plan: abdominal pain, abdominal wall seroma. Discussed treatment, could have this drained with image guidance. The wrist [sic] draining the seroma would be infection of mesh. An infected mesh to her would be life-threatening. Has multiple comorbid conditions. Patient will call if she would like to have this drain or if worsening abdominal pain. Follow up as needed. (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Follow up for fever, joint pain, shortness of breath, sweating, weak. Not eating or drinking much since 5 days ago. Exam: abdomen: tenderness-right upper quadrant. Impression: acute febrile illness, differential includes urosepsis pna [pneumonia], infect seroma. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. Previous patient code (1695) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2010 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity- (B)(6) 2006: obese. (B)(6) 2015: 221 lbs., bmi 36.8. (B)(6) 2017: 236.7 lbs., bmi 39.39. Diabetes mellitus type 2. Gastroesophageal reflux disease [gerd]. (B)(6) 2010: incisional hernia, chronic. (B)(6) 2012: ovarian cancer. (B)(6) 2014: incarcerated hernias. (B)(6) 2014: partial small bowel obstruction. Chronic obstructive pulmonary disease [copd]. Hiatal hernia. (B)(6) 2017: enlarging seroma around mesh. (B)(6) 2017: abdominal wall hernia. (B)(6) 2018: incisional hernia. (B)(6) 2018: abdominal wall hernia, pelvic wall hernia. (B)(6) 2019: multiple incisional hernias, reducible. Surgical procedures: unknown date: abdominal hysterectomy, bilateral oophorectomy. (B)(6) 2011: laparoscopic cholecystectomy, lysed adhesions. (B)(6) 2014: exploratory laparotomy. Repair of large ventral incarcerated incisional hernia. Repair of incarcerated umbilical hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2017: attempted fine needle aspiration of abdominal wall seroma under ultrasound. (B)(6) 2017: exploratory laparotomy. Explantation of infected gore-tex dual mesh. Extensive lysis of adhesions. Right hemicolectomy with ileocolonic anastomosis. Partial omentectomy. Repair of incisional hernia. Intraoperative placement of wound vac. Relevant medical information: (B)(6) 2010: inpatient hospitalization. (B)(6) 2010: abdominal pain. ¿CT abdomen/pelvis showed chronic incisional hernia, larger in size, no bowel obstruction or incarceration. Exam: right upper and left upper quadrant tenderness. Lower midline incision. Can feel hernia, easily reducible. Impression: incisional hernia, chronic. Do not believe source of symptoms.¿ (B)(6) 2010: discharge summary. ¿severe abdominal pain, CT showed incisional hernia. Proton pump inhibitors, gastroenterology consulted. Esophagogastroduodenoscopy showing diffuse gastritis, despite treatment pain continued. Surgery consulted, did not think it was her incisional hernia, not close to where pain located. Did ultrasound showed nothing but hida [cholescintigraphy] scan show diffuse biliary colic . Doing better, pain controlled, discharged home.¿ (B)(6) 2011: laparoscopic cholecystectomy, intraoperative cholangiogram. At that point local anesthetic was injected well above the umbilicus above the site of an incisional hernia. S. Retractors were used to dissect down through the fascia. The fascia was grasp using kochers. Kochers were used to grasp the fascia. Small incision was made in the fascia. #1 vicryl sutures were placed on either side of this. I then opened up the peritoneum and under direct vision the balloon trocar was inserted. The balloon was insufflated 10 cc of saline. Abdomen was then insufflated to 15 mm of mercury using carbon dioxide. At that point I inserted the camera and even being 3 to 4 cm above her incision site she had multiple adhesions. I carefully inspected this area with the camera and there was a loop of bowel inferior to where the camera was but no sign of any trauma or injury to this or any other problem. I was able to swing the camera around some of the adhesions to locate the right upper quadrant. At that point a separate stab incision was made in the subxiphoid port site and a 10 mm trocar was inserted and two 5 mm port sites were placed laterally. She was positioned in the head up and rotated to the left. The gallbladder was grasp cephaladly and laterally. She did have some adhesions which I carefully lysed using metzenbaum scissors right next to the gallbladder well away from the duodenum itself. I wanted to cut these and pull them down for fear of injuring the duodenum. At that point I began dissecting around the neck of the gallbladder. I took down the peritoneal attachments around this. Identified what was felt to be the cystic duct and cystic artery. I was careful to make sure there were no structures running between the cystic duct and the liver edge both medially and laterally. I placed a clip at the cystic duct gallbladder junction. A separate stab incision was made in the right upper quadrant and cholangiogram trocar and catheter placed. At that point the cystic duct was clipped proximally 50%. A cholangiogram catheter was inserted into the cystic duct and an intraoperative cholangiogram was performed. It revealed I was indeed within the cystic duct. There was good filling of the common bile duct right and left hepatic ducts as well as the liver ducts and contrast went into the duodenum. At that point clips were removed. I clipped the cystic duct and transected it. The cystic artery was clipped twice proximally and once distally and divided as well. At that point the gallbladder was removed from the liver edge and placed in a laparoscopic endo pouch. It was somewhat intrahepatic up at the dome of the gallbladder. I removed the gallbladder through the subxiphoid port site. I reinserted the trocar and inspected the liver edge. There were no signs of bleeding. I did use a 30 degree camera and placed it at the subxiphoid port site in an attempt to inspect my initial umbilical port site but there were so many adhesions there I could not get a good view of this. There were no signs of any bowel going up into the adhesions. At that point I let the 10 mm drain in the subhepatic space brought out the most lateral port site. It was sutured to the skin using 3-0 nylon stitch.¿ implant preoperative complaints: (B)(6) 2014: emergency room. ¿vomiting, diarrhea. Exam: abdominal tenderness (mild diffuse, left lower quadrant greater than right upper quadrant). Impression: partial small bowel obstruction . Plan: admitted observation.¿ (B)(6) 2014: chest/abdomen flat/upright. ¿impression: dilated small bowel loops left abdomen with air-fluid level, could be small bowel obstruction of focal ileus.¿ (B)(6) 2014: CT abdomen/pelvis with contrast. ¿impression: four anterior abdominal and pelvic wall hernias as described above. Two abdominal wall hernias are new, one demonstrates righter-like [sic] hernia of small bowel without incarceration. Largest hernia is periumbilical in position, slightly larger. Edema in surrounding subcutaneous fat as well as subtly in herniated mesenteric fat of hernia concerning for incarceration of herniated fat. Mildly prominent jejunal loops in left upper abdomen without discrete transition point. Most likely due to focal ileus rather than bowel obstruction. Contrast in ileal loops as well as colon.¿ (B)(6) 2014: abdomen flat & upright. ¿impression: minor nonspecific bowel distention with known abdominal wall hernias. May represent localized ileus or partial small bowel obstruction. No clear change from previous radiographs.¿ (B)(6) 2014: ¿exam abdomen: pain around umbilicus. Periumbilical hernias tender. One around umbilicus cannot reduce. Cannot feel other hernias due to obesity. No obvious inguinal or femoral hernias. Impression: partial small bowel obstruction versus ileus, multiple ventral incarcerated hernias, periumbilical hernia pain. Plan: surgical intervention would be high risk, if entrapped bowel may be something would have to explore. No obstruction on CT but persistent nausea, vomiting suspect this. Get small bowel follow through. (B)(6) 2014: small bowel. Impression: ¿high grade small bowel obstruction.¿ (B)(6) 2014: abdomen 1 view. ¿worsening proximal small bowel distention consistent with progressive partial obstruction.¿ (B)(6) 2014: consultation. Impression: ¿high grade partial small bowel obstruction. Incarcerated hernias. Recommending tomorrow exploratory laparotomy, repair incarcerated ventral hernias and incarcerated umbilical hernia, release of small bowel obstruction. Discussed risk of mesh infection. Will fix all four hernias.¿ (B)(6) 2014: indications: ¿presents to the hospital with evidence of nausea, vomiting, abdominal distention. We have evaluated her and identified that she has a partial small bowel obstruction either primary from adhesions as she has had multiple abdominal surgeries or from incarcerated ventral incisional and incarcerated umbilical hernias. One of these contains a richter's type hernia . We have been treating her first conservatively getting cardiac and pulmonary clearance for surgery as she has also had chest pains while in the hospital. She continued monday showing signs of a partial small bowel obstruction with nausea and vomiting with clamping of the ng tube, abdominal distention, abnormal abdominal x-rays and I recommended to her an exploratory laparotomy today and repair of incarcerated large ventral incisional hernia as well as incarcerated umbilical hernia. I had met with the patient and her husband. I had discussed the risk of myocardial infarction, pneumonia, deep venous thrombosis, pulmonary emboli, bleeding requiring transfusion. I have discussed the risks of death, myocardial infarction, pneumonia, deep venous thrombosis, pulmonary emboli, bleeding requiring transfusion. I discussed wound infections, mesh infections, g.I. [Gastrointestinal] fistulas, non-surgical alternatives, length of recovery and consent was obtained. She had pre-operative cardiac and medical clearance and was deemed a high risk procedure. Both the patient and her husband were fully informed of this.¿ implant procedure: exploratory laparotomy. Repair of large ventral incarcerated incisional hernia. Repair of incarcerated umbilical hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/10985054, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2014 [hospitalization (B)(6) 2014 through (B)(6) 2014]. Description of hernia being treated: ¿an upper abdominal incision was made below, around and just below the xiphoid process. She had multiple ventral incisional hernias, some of these were very large in nature. We started with the incisional hernia at the upper trocar from her gallbladder. This contained fat. The incision was carried all the way down to the pubic symphysis. Her surgery was made much more difficult by her morbid obesity. In a supraumbilical trocar site hernia she had evidence of a richter¿s type hernia and we were able to reduce this and connect the hernias. She had a large incarcerated umbilical hernia that contained omentum. I dissected the umbilicus off of the hernia sac, opened the hernia sac, and reduced the omentum. Finally she had an infraumbilical ventral incisional hernia, this was a large giant hernia and this was reduced. I connected all the hernias with one long incision. I ran the small intestine from the terminal ileum all the way to the ligament of treitz and some small mild adhesiolysis was performed but once the richter¿s hernia was reduced there was no evidence of any kinking, twisting or any further small bowel obstructions. There was no pelvic adhesions luckily. The ng tube was within the stomach. The liver was normal. Her gallbladder had been previously removed. Next I raised subcutaneous flaps bilaterally freeing up the healthy fascia superiorly to the xiphoid, inferiorly to the suprapubic region.¿ implant size and fixation: ¿I chose a 36 cm gore dual mesh as the mesh. With the use of a fish and large malleables and I placed two radiopaque towels into the abdominal cavity. I started suturing my mesh in the suprapubic area to healthy fascia by using looped 0 prolene sutures suturing the mesh circumferentially through the peritoneum and full thickness through the fascia and tying this down. I started this at the suprapubic area and came up both gutters suturing the mesh in an inlay fashion to the healthy fascia. I cut and fashioned the mesh in an oval and anteriorly it was sutured to the subxiphoid region. With each suture I passed the u through the mesh and then through the underneath of the fascia carefully making sure that there was no intestine in the area of the suturing. Just prior to placing the final sutures I removed the fish and both radiopaque towels. We then had a sponge and instrument count after the last sutures in the mesh were placed and it was reported to me x 2 that the sponge and instrument count was completely correct. This was the count that I had in the abdominal cavity was the correct count my assistant and the correct count of the nursing staff. I then checked underneath the fascia and there were no openings between the mesh and the abdominal wall circumferentially. I irrigated and this mesh had repaired both the giant incarcerated ventral incisional hernias as well as the umbilical hernia. I closed the denuded fascia with multiple running #1 prolene sutures and closed it over top of the mesh. To finish the repair of the umbilical hernia I took the umbilical fascia of the umbilicus and attached it to the abdominal wall fascia with two 3-0 vicryl sutures. The subq was then reapproximated, closed in the dead space with 0 vicryl sutures and a subq drain was placed through a separate stab incision in the lower abdominal portion. The skin was closed with staples.¿ (B)(6) 2014: discharge summary. ¿prolonged postoperative course requiring prolonged mechanical ventilation due to chronic obstructive pulmonary disease and pulmonary fibrosis and required a trach. Jp drains were removed. Staples were removed, and there was a lot of difficulty getting her to the pulmonary rehab unit due to insurance company not cooperating. Eventually was felt stable enough and discharged to the rehab center. ¿ relevant medical information: (B)(6) 2014: wound care clinic. ¿inferior aspect of wound opened up . Scooped with spoon and curetted it out back to healthy tissue. Plan: should heal uneventfully. No evidence of mesh underneath. Do not think it is a mesh infection.¿ (B)(6) 2014: follow up abdominal wound. ¿wound clean, pink. Debrided wound slough today with curet back to healthy pink tissue, continue to pack with dakin¿s solution. Back two weeks. Home health doing packing.¿ (B)(6) 2014: abdominal wound. ¿dakins to this. Healing nicely. Switch to silver alginate. Back next week.¿ (B)(6) 2014: ¿wound less deep, pink granulation tissue. Continue silver alginate. Back in couple of weeks.¿ (B)(6) 2014: ¿midline incision completely closed. Back to normal activities. Trach removed. Released from wound care center.¿ (B)(6) 2017: emergency room. ¿pain left side 3 days, nauseous. Left upper abdominal/flank pain, sharp, associated with movement. Exam: abdominal tenderness, large abdomen diffuse left-sided tenderness, no hernia , ecchymosis, obvious mass. CT large seroma deep to hernia mesh 7 x 14 x 22 cm new from prior study. Impression: acute left abdominal pain uncertain etiology suspected musculoskeletal strain.¿ (B)(6) 2017: CT abdomen pelvis. Impression: ¿development large seroma deep to anterior abdomen and pelvic wall mesh. Measures about 6.8 x 13.6 x 21.7 cm.¿ (B)(6) 2017: ¿follow up flank pain. Seen yesterday in emergency department. Had perinephric stranding on CT scan and 11-15 wbc in urine. Has nausea, vomiting. Feels awful. Also has 22 cm seroma behind mesh in her abdomen from surgery in 2014. Abdomen: tenderness, left flank. Impression/plan: acute pyelonephritis. Rocephin [antibiotic]. Postoperative seroma. Recommend follow up.¿ (B)(6) 2017: ¿abdominal pain left lower quadrant. Seen in emergency room for abdominal pain. CT (B)(6) 2017 showed a large seroma, no intra-abdominal pathology, enlarging seroma around mesh. Had a cord [sic] dual mesh placed in 2014 emergently. Had a bowel obstruction that was treated and multiple large ventral hernias. Had a prolonged hospitalization related to pulmonary status requiring a tracheostomy. Nearly didn¿t recover from that surgery due to comorbid conditions. Impression/plan: abdominal pain, abdominal wall seroma. Discussed treatment, could have this drained with image guidance. The wrist [sic] draining the seroma would be infection of mesh. An infected mesh to her would be life-threatening. Has multiple comorbid conditions. Patient will call if she would like to have this drain or if worsening abdominal pain. Follow up as needed.¿ explant preoperative complaints: (B)(6) 2017: emergency room. ¿fever for last week. Physician concerned fever related to infection in seroma. Mild pain right mid to lower abdomen. Ongoing last 3-4 days. Decreased appetite. Impression: infected abdominal seroma, urinary tract infection. Plan: admitted.¿ (B)(6) 2017: CT abdomen/pelvis. Indications: ¿fever, fatigue, body aches, abdominal pain . Findings: fluid collection within anterior abdominal wall. Appears related to previously positioned mesh graft. Air-fluid level within it, gas bubbles scattered within and around it. Fully encapsulated both anteriorly and posteriorly. Measures 15 cm in width x 20 cm in craniocaudal length x 7 cm depth. Similar to previous exam. Impression: interval development of air-fluid level within a large anterior wall know seroma as well as gas bubbles. Do not clearly identify communication with bowel. Suggest fluid in collection has become infected. Open drainage with foreign body mesh removal may be appropriate.¿ (B)(6) 2017: ¿abdominal pain. 3 years status post exploratory laparotomy secondary to bowel obstruction who had large piece of gore-tex dual mesh placed for multiple incisional hernia. Left with seroma. Followed for this, doing well. Last surgery complicated with prolonged respiratory failure requiring tracheostomy. Cat scan show fluid around mesh now air fluid levels consistent with infection. Exam: abdomen tenderness diffusely but mild. Assessment/plan: infected prosthetic mesh of abdominal wall. Will do ultrasound-guided aspiration of fluid to see type of bacteria. More than likely will require explantation of mesh. ¿ (B)(6) 2017: attempted fine needle aspiration of abdominal wall seroma under ultrasound. ¿using a 19 gauge needle I inserted this, however, once I got through the skin and subcutaneous tissue I met significant resistance at the mesh itself. I attempted to pass it through there but was unsuccessful. Due to the patient¿s discomfort I did not want to persist. The needle was removed and a dressing was applied.¿ (B)(6) 2017: indications: ¿¿ has a complicated surgical history of undergoing an exploratory laparotomy, small bowel resection and placement of gore-tex dual mesh approximately three years ago. She presented to the ER a couple of days ago with complaints of fever. A CT scan of the abdomen and pelvis was performed which was consistent with infected gore-tex mesh. A large air collection was noted within the peri-graft. She was not toxic. She was started on antibiotics. I met with her extensively and discussed with her the risks and benefits of the above mentioned procedure including the risk of general anesthetic, intraoperative, post-operative bleeding, as well as the high risk of pulmonary complications requiring intubation and possible tracheostomy. She expressed understanding of the procedure, had no further questions and informed consent was obtained.¿ explant procedure: exploratory laparotomy. Explantation of infected gore-tex dual mesh. Extensive lysis of adhesions. Right hemicolectomy with ileocolonic anastomosis. Partial omentectomy. Repair of incisional hernia. Intraoperative placement of wound vac. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017]. ¿at that point a midline incision was made around the umbilicus and carried superiorly. I carried it down through the skin and subcutaneous tissue. I was able to identify the mesh. Underneath the mesh around the mesh there was infected fluid. Underneath the mesh there was a nice fibrin sheath. I began dissecting and removing the mesh away. However, at that point I noticed that superior to where I had done any dissection there was feculent material draining through the fibrous rind on the inferior aspect of the abdominal wall. I extended my incision superiorly so that the mesh could be completely removed . At that point it was clear that there was a colonic fistula to this area. At that point I began opening up and carefully dissecting away any bowel and any intraperitoneal contents from the abdominal wall. I was able to open up the fibrin sheath and essentially I discovered a transverse colon which was densely plastered to this fibrin sheath and this is where the colon had eroded into it and developed a fistula. I was able to dissect this free. I placed a bowel clamp across the opening. I then did an extensive lysis of adhesions dissecting multiple loops of small bowel as well as the colon was freed up. At that point after dissecting everything free I did not think the patient would tolerate a colostomy well given her previous abdominal wall history and she would not be able to tolerate a repeat operation to takedown her colostomy. Therefore I felt the best option would be to perform a right hemicolectomy. Therefore I mobilized the right colon. Interestingly, near her right colon at the ileocolonic artery there was a hard mass that was felt to be most likely retromesenteric fibrosis or fat necrosis but I could not rule out a carcinoid. Therefore an incisional biopsy was performed which came back benign. Therefore I mobilized the right colon and hepatic colonic ligaments from the right hepatic flexure. These were all taken down using the ligasure. I stapled across the transverse colon. There was a great pulse within the remaining mesenteric and middle colic artery. I stapled the terminal ileum and took down the mesentery using the ligasure and below where this hard mass was it was transected using a kelly clamp and tied off using an 0 silk tie. At that point a side-to-side functional end-to-end anastomosis was performed using a gia 7s stapler and completed using a ta 60. I then oversewed the staple line. I then closed the mesenteric defect using multiple 2-0 silk sutures. Sutures were used to take off tension from the staple line. At that point there was an area of omentum that was stuck to the left anterior abdominal wall that obviously would become necrotic. This was dissected free and removed using the ligasure. At that point the abdomen was irrigated out. The ng tube was located within the stomach. I ran the small bowel and there were no signs of any bowel injury or enterotomies. At that point using #2 nylon sutures three retention sutures were placed. I then closed the fascia using #1 pds sutures to close the incisional hernia. I had freed up the fascia so that it could come back together without tension. At that point a wound vac was applied and the retention sutures were tied down.¿ (B)(6) 2017: pathology. ¿clinical diagnosis: infected abdominal mesh.¿ a. ¿mesenteric mass for frozen section. Single container labeled mesenteric mass. Received fresh for intraoperative consultation is a single piece of tan yellow tissue, 1.4 x 0.4 x 0.2 cm. The specimen is entirely frozen in a single block. Frozen section diagnosis: ¿fibrous tissue with chronic inflammation, possibly fat necrosis, favor benign.¿ b. ¿right colon. Received is terminal ileum, colon, and appendix. At the distal end of the colon, there is a full thickness defect through the bowel wall which measures 1 cm in diameter. This is surrounded by dark brown and black inflamed or necrotic appearing tissue. This appears to possibly be a ruptured diverticulum.¿ c. ¿partial omentum. Received in formalin is a single piece of adipose tissue, 9.2 x 8.0 x 3.3 cm. There is a tanwhite exudate across a portion of the outer surface. Upon sectioning, a few metal clips and some black suture material is seen. There is fat necrosis.¿ final diagnosis: a. ¿mesenteric mass: benign fibrous tissue with mild chronic inflammation, negative for malignancy.¿ b. ¿right colon, right hemicolectomy: well differentiated neuroendocrine tumor of the appendix. Metastatic well differentiated neuroendocrine tumor involving 6 of 20 lymph nodes.¿ c. ¿omentum: metastatic well differentiated neuroendocrine tumor.¿ (B)(6) 2017: microbiology. ¿source: abdomen. Gram stain: white blood cells 3+, gram positive cocci 1+, budding yeast 1+.¿ (B)(6) 2017: microbiology. ¿source: abdomen. Culture: organism 1 enterococcus species. Negative for vancomycin resistance. Four colonies of gram-negative rod isolated from swab culture but not seen in culture from mesh.¿ (B)(6) 2017: microbiology. ¿culture, anaerobic: organism 1 clostridium species.¿ (B)(6) 2017: discharge summary. ¿in for abdominal pain, underwent surgery to remove abdominal mesh, draining infected seroma. Cultures positive for enterococcus species and clostridium species. Doing well day of discharge, follow up as outpatient. Wound vac to abdomen at 125 mmhg. Change three times per week. Adaptic to base wound to cover sutures.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10985054. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010; including multiple prior abdominal surgeries were not provided. On (B)(6) 2010: (B)(6). (B)(6), md. Radiology ¿ chest/abdomen flat/upright. Indications: abdominal pain. Impression: non-specific prominence of proximal small bowel loops. Could reflect localized ileus or partial bowel obstruction. Presence of colonic gas argues against high grade small bowel obstruction. On (B)(6) 2010: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indications: abdominal pain. Impression: anterior midline periumbilical hernia containing fat. Increased in size compared with study (B)(6) 2001. No bowel contents. Non-obstructive abdomen. On (B)(6) 2010: (B)(6) hospital. (B)(6), md. Consultation. 48 hours upper abdominal burning pain, constant. Nausea, vomiting with some hematemesis, some bright red blood and some black material. Right upper quadrant ultrasound, showed distended gallbladder. CT abdomen/pelvis shows large ventral hernia. Impression: may have gastroenteritis; possible bowel infarction. Plan: esophagogastroduodenoscopy, proton pump inhibitor therapy. On (B)(6) 2010: (B)(6) hospital. (B)(6), md. Consultation. Abdominal pain. CT abdomen/pelvis showed chronic incisional hernia, larger in size, no bowel obstruction or incarceration. Exam: right upper and left upper quadrant tenderness. Lower midline incision. Can feel hernia, easily reducible. Impression: incisional hernia, chronic. Do not believe source of symptoms. On (B)(6) 2010: (B)(6) hospital. (B)(6), md. Discharge summary. Severe abdominal pain, CT showed incisional hernia. On proton pump inhibitors, gastroenterology consulted. Esophagogastroduodenoscopy showing diffuse gastritis, despite treatment pain continued. Surgery consulted, did not think it was her incisional hernia, not close to where pain located. Did ultrasound showed nothing but hida [cholescintigraphy] scan show diffuse biliary colic. With time pain improve. Doing better, eating, pain controlled, discharged home. On (B)(6) 2011: (B)(6) hospital. (B)(6), md. Operative report. Pre-op: right upper quadrant abdominal pain, biliary dyskinesia, incisional hernia. Post-op: same. Procedure: laparoscopic cholecystectomy, intraoperative cholangiogram. Asst: (B)(6), csa. Anesthesia: general. Complications: none. Drains: 10 mm jp to subhepatic space. Indications: ¿the patient is a 62 year old white female who has been having intermittent episodes of right upper quadrant pain. She has undergone a gallbladder ultrasound in the past which was normal. Hida scan did show a low ejection fraction. I discussed with her the risk of anesthetic, intraoperative and post-op bleeding post-op wound problems, common bile duct injury, bile leak, intestinal injury all which amy [sic] required further surgical intervention. She expressed an understanding of this and informed consent was obtained. The patient was taken to the operating room at dch. She had received cefotan pre-op. Had pneumatic compression boots placed. General endotracheal anesthesia was induced. Her abdomen was prepped and draped in the usual sterile fashion. A time out was performed. At that point local anesthetic was injected well above the umbilicus above the site of an incisional hernia. S. Retractors were used to dissect down through the fascia. The fascia was grasp using kochers. Kochers were used to grasp the fascia. Small incision was made in the fascia. #1 vicryl sutures were placed on either side of this. I then opened up the peritoneum and under direct vision the balloon trocar was inserted. The balloon was insufflated 10 cc of saline. Abdomen was then insufflated to 15 mm of mercury using carbon dioxide. At that point I inserted the camera and even being 3 to 4 cm above her incision site she had multiple adhesions. I carefully inspected this area with the camera and there was a loop of bowel inferior to where the camera was but no sign of any trauma or injury to this or any other problem. I was able to swing the camera around some of the adhesions to locate the right upper quadrant. At that point a separate stab incision was made in the subxiphoid port site and a 10 mm trocar was inserted and two 5 mm port sites were placed laterally. She was positioned in the head up and rotated to the left. The gallbladder was grasp cephaladly and laterally. She did have some adhesions which I carefully lysed using metzenbaum scissors right next to the gallbladder well away from the duodenum itself. I wanted to cut these and pull them down for fear of injuring the duodenum. At that point I began dissecting around the neck of the gallbladder. I took down the peritoneal attachments around this. Identified what was felt to be the cystic duct and cystic artery. I was careful to make sure there were no structures running between the cystic duct and the liver edge both medially and laterally. I placed a clip at the cystic duct gallbladder junction. A separate stab incision was made in the right upper quadrant and cholangiogram trocar and catheter placed. At that point the cystic duct was clipped proximally 50%. A cholangiogram catheter was inserted into the cystic duct and an intraoperative cholangiogram was performed. It revealed I was in deed within the cystic duct. There was good filling of the common bile duct right and left hepatic ducts as well as the liver ducts and contrast went into the duodenum. At that point clips were removed. I clipped the cystic duct and transected it. The cystic artery was clipped twice proximally and once distally and divided as well. At that point the gallbladder was removed from the liver edge and placed in a laparoscopic endo pouch. It was somewhat intrahepatic up at the dome of the gallbladder. I removed the gallbladder through the subxiphoid port site. I reinserted the trocar and inspected the liver edge. There were no signs of bleeding. I did use a 30 degree camera and placed it at the subxiphoid port site in an attempt to inspect my initial umbilical port site but there were so many adhesions there I could not get a good view of this. There were no signs of any bowel going up into the adhesions. At that point I let the 10 mm drain in the subhepatic space brought out the most lateral port site. It was sutured to the skin using 3-0 nylon stitch. All trocars were removed under direct vision. Fascia of the two large port sites were closed using #1 vicryl figure of eight sutures and the skin was closed using 3-0 nylon sutures. The patient tolerated procedure well.¿ on (B)(6) 2014: (B)(6) hospital. (B)(6), md. Emergency room visit. Vomiting, diarrhea. Exam: abdominal tenderness (mild diffuse, left lower quadrant greater than right upper quadrant). Impression: partial small bowel obstruction. Plan: admitted observation. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ chest/abdomen flat/upright. Indications: vomiting, generalized abdominal pain. Impression: dilated small bowel loops left abdomen with air-fluid level, could be small bowel obstruction of focal ileus. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indications: possible bowel obstruction. Impression: four anterior abdominal and pelvic wall hernias as described above. Two abdominal wall hernias are new, one demonstrates righter-like hernia of small bowel without incarceration. Largest hernia is periumbilical in position, slightly larger. Edema in surrounding subcutaneous fat as well as subtly in herniated mesenteric fat of hernia concerning for incarceration of herniated fat. Mildly prominent jejunal loops in left upper abdomen without discrete transition point. Most likely due to focal ileus rather than bowel obstruction. Contrast in ileal loops as well as colon. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ abdomen flat & upright. Indications: abdominal pain, hernia. Findings: distention of several loops of small bowel within central abdomen without air-fluid levels. Abdominal wall appears lax and several abdominal wall hernias present. Impression: minor nonspecific bowel distention with known abdominal wall hernias. May represent localized ileus or partial small bowel obstruction. No clear change from previous radiographs. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. History and physical. Nausea, vomiting. Exam abdomen: pain around umbilicus. Periumbilical hernias tender. One around umbilicus cannot reduce. Cannot feel other hernias due to obesity. No obvious inguinal or femoral hernias. Impression: partial small bowel obstruction versus ileus, multiple ventral incarcerated hernias, periumbilical hernia pain. Plan: surgical intervention would be high risk, if entrapped bowel may be something would have to explore. No obstruction on CT but persistent nausea, vomiting suspect this. Get small bowel follow through. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ small bowel. Indications: small bowel obstruction. Findings: slow opacification of dilated small bowel loops coursing downward into pelvis and back into left upper quadrant. Progression of small bowel contrast is into left side of abdomen. Low density enteric contrast remains present within colon to level of rectum. Impression: high grade small bowel obstruction. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ abdomen 1 view (kub). Worsening proximal small bowel distention consistent with progressive partial obstruction. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Consultation. Nausea, belching. Passing gas, some bowel movements. Abdomen distended. Could feel periumbilical hernias and supraumbilical hernia. Periumbilical hernias tender. All incarcerated. Incarcerated hernia above pubic area, all from previous surgeries. Rector¿s hernia and second hernia with bowel within it most likely cause of obstruction. Impression: high grade partial small bowel obstruction. Incarcerated hernias. Recommending tomorrow exploratory laparotomy, repair incarcerated ventral hernias and incarcerated umbilical hernia, release of small bowel obstruction. Discussed risk of mesh infection. Will fix all four hernias. On (B)(6) 2014 she had multiple ventral incisional hernias, some of these were very large in nature. We started with the incisional hernia at the upper trocar from her gallbladder. This contained fat. The incision was carried all the way down to the pubic symphysis. Her surgery was made much more difficult by her morbid obesity. In a supraumbilical trocar site hernia she had evidence of a richter¿s type hernia and we were able to reduce this and connect the hernias. She had a large incarcerated umbilical hernia that contained omentum. I dissected the umbilicus off of the hernia sac, opened the hernia sac, and reduced the omentum. Finally she had an infraumbilical ventral incisional hernia, this was a large giant hernia and this was reduced. I connected all the hernias with one long incision. I ran the small intestine from the terminal ileum all the way to the ligament of treitz and some small mild adhesiolysis was performed but once the richter¿s hernia was reduced there was no evidence of any kinking, twisting or any further small bowel obstructions. There was no pelvic adhesions luckily. The ng tube was within the stomach. The liver was normal. Her gallbladder had been previously removed. Next I raised subcutaneous flaps bilaterally freeing up the healthy fascia superiorly to the xiphoid, inferiorly to the suprapubic region. I chose a 36 cm gore dual mesh as the mesh. With the use of a fish and large malleables and I placed two radiopaque towels into the abdominal cavity. I started suturing my mesh in the suprapubic area to healthy fascia by using looped 0 prolene sutures suturing the mesh circumferentially through the peritoneum and full thickness through the fascia and tying this down. I started this at the suprapubic area and came up both gutters suturing the mesh in an inlay fashion to the healthy fascia. I cut and fashioned the mesh in an oval and anteriorly it was sutured to the subxiphoid region. With each suture I passed the u through the mesh and then through the underneath of the fascia carefully making sure that there was no intestine in the area of the suturing. Just prior to placing the final sutures I removed the fish and both radiopaque towels. We then had a sponge and instrument count after the last sutures in the mesh were placed and it was reported to me x 2 that the sponge and instrument count was completely correct. This was the count that I had in the abdominal cavity was the correct count my assistant and the correct count of the nursing staff. I then checked underneath the fascia and there were no openings between the mesh and the abdominal wall circumferentially. I irrigated and this mesh had repaired both the giant incarcerated ventral incisional hernias as well as the umbilical hernia. I closed the denuded fascia with multiple running #1 prolene sutures and closed it over top of the mesh. To finish the repair of the umbilical hernia I took the umbilical fascia of the umbilicus and attached it to the abdominal wall fascia with two 3-0 vicryl sutures. The subq was then reapproximated, closed in the dead space with 0 vicryl sutures and a subq drain was placed through a separate stab incision in the lower abdominal portion. The skin was closed with staples. The patient was taken to the recovery area in a stable condition.¿ on (B)(6) 2014: (B)(6) hospital. (B)(6), md. Consultation. Remains intubated, sedated. Full trach later today, stable hemodynamically, on total parenteral nutrition. Abdomen soft but distended, large incision. Impression: acute postop respiratory failure, multifactorial, related large incision, some pulmonary and fibrotic changes, chronic obstructive pulmonary disease with pulmonary fibrosis. Recommendations: trach today, nasogastric tube, starting tube feeds today. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Consultation. Impression: postoperative acute respiratory failure due to chronic obstructive pulmonary disease, pulmonary fibrosis now with significant muscle weakness, large abdominal surgery. Obesity hypoventilation. Status post exploratory laparotomy, repair multiple hernias, large incision. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Consultation. Renal failure. Tracheostomy on (B)(6) 2014. Weak abdominal wall. Impression: recent abdominal surgery complicated by intraabdominal hypertension. Plan: if possible, measure intraabdominal pressure. If value 20 or more, may need to consider decompression of abdominal wall. On (B)(6) 2014: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indications: metabolic acidosis, recent small bowel obstruction, septic shock. Impression: small pleural fluid, small to moderate pericardial effusion, and anasarca. Small to moderate pelvic ascites. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Progress notes. Plan for long term acute care for weaning; they have refused. My opinion will benefit greatly from long term acute care. Cannot go to nursing home. Weaning extremely slowly. Need extensive rehab, complex care. Will appeal refusal of insurance. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Discharge summary. Discharge diagnosis: small bowel obstruction, incarcerated ventral hernias, hypoxia, respiratory failure, prolonged mechanica; ventilation. Was initially stable. We had multiple discussion, was high risk for surgery. Small bowel obstruction did not resolve. Eventually was taken to surgery for an exploratory laparotomy. Lysis of adhesions, repair of the ventral hernia was performed. Prolonged postoperative course requiring prolonged mechanical ventilation due to chronic obstructive pulmonary disease and pulmonary fibrosis and required a trach. Jp drains were removed. Staples were removed, and there was a lot of difficulty getting her to the pulmonary rehab unit due to insurance company not cooperating. Eventually was felt stable enough and discharged to the rehab center. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Wound care clinic. Inferior aspect of wound opened up. Scooped with spoon and curetted it out back to healthy tissue. Plan: should heal uneventfully. No evidence of mesh underneath. Do not think it is a mesh infection. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Wound care clinic. Follow up abdominal wound. Wound clean, pink. Debrided wound slough today with curet back to healthy pink tissue, continue to pack with dakin¿s solution. Back two weeks. Home health doing packing. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Wound care clinic. Abdominal wound. Dakins to this. Healing nicely. Switch to silver alginate. Back next week. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Wound care clinic. Wound less deep, pink granulation tissue. Continue silver alginate. Back in couple of weeks. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Office notes. Wound care clinic. Midline incision completely closed. Back to normal activities. Trach removed. Released from wound care center. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Emergency room visit. Pain left side 3 days, nauseous. Left upper abdominal/flank pain, sharp, associated with movement. Exam: abdominal tenderness, large abdomen diffuse left-sided tenderness, no hernia, ecchymosis, obvious mass. CT large seroma deep to hernia mesh 7 x 14 x 22 cm new from prior study. Impression: acute left abdominal pain uncertain etiology suspected musculoskeletal strain. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen pelvis without contrast. Impression: development large seroma deep to anterior abdomen and pelvic wall mesh. Measures about 6.8 x 13.6 x 21.7 cm. On (B)(6) 2017: (B)(6) hospital. (B)(6), np; (B)(6), md. Emergency room visit. Fever for last week. Physician concerned fever related to infection in seroma. Mild pain right mid to lower abdomen. Ongoing last 3-4 days. Decreased appetite. Weight 229 lbs. Medications: aspirin. Impression: infected abdominal seroma, urinary tract infection. Plan: admitted. On (B)(6) 2017: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indications: fever, fatigue, body aches, abdominal pain. Findings: fluid collection within anterior abdominal wall. Appears related to previously positioned mesh graft. Air-fluid level within it, gas bubbles scattered within and around it. Fully encapsulated both anteriorly and posteriorly. Measures 15 cm in width x 20 cm in craniocaudal length x 7 cm depth. Similar to previous exam. Impression: interval development of air-fluid level within a large anterior wall know seroma as well as gas bubbles. Do not clearly identify communication with bowel. Suggest fluid in collection has become infected. Open drainage with foreign body mesh removal may be appropriate. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. History and physical. Abdominal pain right upper quadrant. Decreased appetite, fevers. Known seroma several years now. Impression/plan: infected postoperative seroma. Fevers and wbc elevation indicating sepsis. Slightly malnourished, reports losing 20 lbs this week from not eating. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. History and physical. Abdominal pain. 3 years status post exploratory laparotomy secondary to bowel obstruction who had large piece of gore-tex dual mesh placed for multiple incisional hernia. Left with seroma. Followed for this, doing well. Last surgery complicated with prolonged respiratory failure requiring tracheostomy. Cat scan show fluid around mesh now air fluid levels consistent with infection. Exam: abdomen tenderness diffusely but mild. Assessment/plan: infected prosthetic mesh of abdominal wall. Will do ultrasound-guided aspiration of fluid to see type of bacteria. More than likely will require explantation of mesh. On (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Pre-op: suspected infected abdominal wall seroma. Post-op: same. Procedure: attempted fine needle aspiration of abdominal wall seroma under ultrasound. Anesthesia: local. Procedure: ¿the patient was in the cardiovascular lab. Her cat scan did show what appeared to be infected abdominal wall seroma around the previously placed mesh. I discussed with her and obtained consent about trying to aspirate this for culture. Her abdomen was prepped and draped in the usual sterile fashion. Local anesthetic was injected in the planned site. The ultrasound machine was brought in. I could see the fluid collection. Using a 19 gauge needle I inserted this, however, once I got through the skin and subcutaneous tissue I met significant resistance at the mesh itself. I attempted to pass it through there but was unsuccessful. Due to the patient¿s discomfort I did not want to persist. The needle was removed and a dressing was applied. The patient tolerated the procedure well.¿ on (B)(6) 2017: (B)(6) laboratory. [Provider ni]. Pathology report ¿ addendum. Specimen: (B)(6). Spec type: surgical. Clinical diagnosis: infected abdominal mesh. Specimen and source: mesenteric mass for frozen section. Right colon. Partial omentum. Gross examination: (B)(6); three containers. (B)(6); single container labeled mesenteric mass. Received fresh for intraoperative consultation is a single piece of tan yellow tissue, 1.4 x 0.4 x 0.2 cm. The specimen is entirely frozen in a single block. Frozen section diagnosis: ¿fibrous tissue with chronic inflammation, possibly fat necrosis, favor benign.¿ b. Received is terminal ileum, colon, and appendix. The terminal ileum measures 13 cm in length x 2.7 cm in diameter. The colon measures 55 cm in length x 12 cm in maximum circumference. The small intestinal and colonic mucosa is tan and folded. No focal mucosal based lesions are seen in the small bowel or colon. The appendix measures 4.8 x 1.2 x 1.0 cm. The appendix is firm and inflamed in appearance. The proximal portion of the appendix is calcified. The appendiceal lumen is not present. The appendix has solid white cut surfaces. Calcification surrounding the appendix extends into the adjacent adipose tissue. At the distal end of the colon, there is a full thickness defect through the bowel wall which measures 1 cm in diameter. This is surrounded by dark brown and black inflamed or necrotic appearing tissue. This appears to possibly be a ruptured diverticulum. A section of small bowel is submitted in cassette 3. Sections of normal appearing colon are submitted in cassettes 4 and 5. Sections from the possible ruptured diverticulum are submitted in cassettes 6-9. Sections from the proximal and distal margin are submitted in cassette 10. An additional section of tumor is submitted in cassette 11 after decalcification. A section from the nearest radial margin is submitted in cassette 12. The radial margin does not appear to be involved. Additional decalcified sections of tumor area submitted in cassettes 13, 14, and 21. Sections of lymph node are submitted in cassettes 15 through 20. C. Received in formalin is a single piece of adipose tissue, 9.2 x 8.0 x 3.3 cm. There is a tan white exudate across a portion of the outer surface. Upon sectioning, a few metal clips and some black suture material is seen. There is fat necrosis. Representative sections are submitted in two cassettes. Microscopic examination: a microscopic examination has been performed on all parts of this case and was used to render the diagnoses. Final diagnosis: mesenteric mass: benign fibrous tissue with mild chronic inflammation, negative for malignancy. Right colon, right hemicolectomy: well differentiated neuroendocrine tumor of the appendix. Metastatic well differentiated neuroendocrine tumor involving 6 of 20 lymph nodes. Omentum: metastatic well differentiated neuroendocrine tumor.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, adhesions, additional surgery. Additional event specific information was not provided.